Event description:
It was reported that the lens system switched itself off during the operation and wouldn't turn back on.

Manufacturer narrative:
A visual inspection was performed on the exterior of the product and no physical damage was observed. The product passed functional testing during a 4 hour burn-in with no intermittent output or power loss. Live video output remained constant throughout functional testing and burn-in. All functions performed as expected. The complaint of power loss/won¿t power back up was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.